Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectal resection procedure, the device was difficult to open from the cavity. It was also reported that the anvil tilt top mechanism did not work. The surgical procedure was turned from laparoscopic into an open surgery and a new anastomosis was performed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. A microscopic examination of the device displayed nicks on the knife blade. Since the clinical anvil was not received, a pmv representative anvil was used for all functional testing. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. The pmv representative anvil tilted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported conditions. Should new information become available, the file will be re-opened and the in vestigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectal resection procedure, the device was difficult to remove from the cavity. It was also reported that the anvil tilt top mechanism did not work. The surgical procedure was turned from laparoscopic into an open surgery and a new anastomosis was performed.